Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during implantation, the surgeon attempted to attach the pump to the sewing ring it did not lock appropriately. A new pump was opened and implanted successfully. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The report of a damaged cuff lock was confirmed based on the submitted photograph and the evaluation of (B)(6). It was reported that pump had been successfully connected to the apical cuff but needed to be disengaged with the unlock tool for repositioning. The pump was unable to be connected to the apical cuff a second time. The backup pump was able to be engaged without difficulty. The submitted photograph, taken in the operating room, showed that the cuff lock¿s latch arm was bent up, toward the proximal end of the inflow cannula. In this position, the latch arm would have collided with the cover plate while attempting to slide the lock closed, making engagement of the lock impossible. (B)(6) was returned with the cuff locks latch arm bent back in plane with the rest of the lock, but the arm was pushed inward so that it was contacting the main body of the lock. The bottom and edges of the latch arm showed deep impressions consistent with tool marks. The body of the pump, adjacent to the cuff lock, also showed scratches consistent with tool use. The successful first connection of the pump, marks on the cuff lock and pump body, and the deformation of the latch arm visible in the submitted photograph are consistent with the latch arm being pried up and deformed during the time the pump was detached from the apical cuff. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. There were also incidental findings. During visual inspection of the cuff lock, some rtv was found along the edge of the lock. Excess rtv was also noted around the adjacent cover plate screw holes. The reported event was determined to be related to the deformed latch arm and the excess rtv appeared to be a cosmetic issue. Heartmate 3 lvas IFU rev. B provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.